Event description:
It was reported that 2 or 3 months prior to the report the patient underwent a catheter revision surgery due to cerebrospinal fluid (csf) leak. The patient stated "the tube they put in the back of my spine was not connected right and I was leaking spinal fluid and passing out from it." The catheter was fixed. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).